Event description:
PICC became blocked-tried flushing line x 3. Finally able to flush and line appeared cracked as dressing filled up with fluid/blood. PICC currently still in patient.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was not returned for evaluation. Multiple attempts to obtain the device were unsuccessful. The manufacturing process for this device includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted 6 days prior to the issue. Without sufficient information, or an evaluation of the device involved, we are unable to determine the root cause or factors that may have contributed to this event. The report indicated that the catheter was blocked, and the leak occurred after flushing x3 to clear the blockage. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) include warnings and parameters for infusion equipment and bolus injections to avoid excessive pressures. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance.